Manufacturer narrative:
This report is being supplemented to provide additional information based on the user provided cleaning sterilization and disinfection (cds) practices and legal manufacturer's final investigation. The user provided the following information regarding the cds of the subject device. The device was quarantined after the positive microbiological test result was confirmed. The device was not used for surgery prior to obtaining the culture results. Precleaning information: - the equipment was pre-cleaned immediately after the procedure - detergent used for pre-cleaning: dilute enzyme solution manual disinfection: - the equipment was pre-soaked - the endoscope channel was brushed with a unknown model reusable brush - what cleaning and disinfecting solutions are used for endoscopes: 3m, model number unknown - the equipment was properly rinsed prior to manual disinfection - all channels were rinsed with disinfectant and immersed in disinfectant - the water quality was not checked during final rinse general reprocessing information: - no automated endoscope reprocessor (aer) are used to disinfect the subject device - the device is dried using an alcohol rinse - the device is stored in mirror cabinets a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the user culture results were not shared, the reported event could not be confirmed and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope tested positive for a high bacterial count. The issue was found at maintenance during a routine culture of the scope. The customer indicated that there was no procedure involved. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation. It was indicated that the facility did not have the ability to perform third party testing to verify this allegation. The customer has not provided the cleaning sterilization and disinfection (cds) processes performed at the user facility however, this information has been requested. Upon device evaluation, it was uncovered that switch one was worn due to damage on the switch printed circuit board. It was also uncovered that the objective lens was damaged and scratched due to a handling issue. Lastly, it was observed that the down angle was tight and had torque greater than the standard value (76> 69) due to a stretched angle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.